Event description:
It was reported that during a thyroid procedure, the devices stopped working. This happened three times. Procedure was completed with another device. There was no reported patient consequence.